Event description:
Abbott Diabetes Care (ADC) received a MedWatch Report which reported the following information: A customer reported an unspecified malfunction with the Abbott Diabetes Care (ADC) device and was unable to obtain glucose readings. In addition, a glucose reading issue was reported with use of the Abbott Diabetes Care (ADC) Device. The customer received unspecified readings on the ADC device. It is unknown whether the customer noted a trend arrow on the device. There was no report of adverse event or third-party intervention required due to the reported product issue. No contact information was provided to ADC; therefore, ADC is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
THIS ISSUE DOES NOT MEET REPORTABILITY CRITERIA; HOWEVER, IT IS BEING REPORTED TO THE FDA AS THE COMPLAINT WAS RECEIVED VIA USER REPORT. THE REPORTED PRODUCT IS NOT EXPECTED TO BE RETURNED AS THE CUSTOMER DECLINED TO RETURN THE DEVICE. A FOLLOW-UP REPORT WILL BE SUBMITTED UPON COMPLETION OF INVESTIGATION ACTIVITIES OR IF ADDITIONAL INFORMATION IS OBTAINED. THE DATE OF EVENT IS UNKNOWN. THE DATE ENTERED IN SECTION B3 IS THE DATE ABBOTT DIABETES CARE BECAME AWARE OF THE EVENT. THERE WAS 1 ADDITIONAL SENSORS REPORTED (S/N:UNK) AND IT HAS BEEN CAPTURED UNDER THIS SUBMISSION. ALL PERTINENT INFORMATION AVAILABLE TO ABBOTT DIABETES CARE HAS BEEN SUBMITTED.

Event description:
ABBOTT DIABETES CARE (ADC) RECEIVED A MEDWATCH REPORT WHICH REPORTED THE FOLLOWING INFORMATION: A CUSTOMER REPORTED AN UNSPECIFIED MALFUNCTION WITH THE ABBOTT DIABETES CARE (ADC) DEVICE AND WAS UNABLE TO OBTAIN GLUCOSE READINGS. IN ADDITION, A GLUCOSE READING ISSUE WAS REPORTED WITH USE OF THE ABBOTT DIABETES CARE (ADC) DEVICE. THE CUSTOMER RECEIVED UNSPECIFIED READINGS ON THE ADC DEVICE. IT IS UNKNOWN WHETHER THE CUSTOMER NOTED A TREND ARROW ON THE DEVICE. THERE WAS NO REPORT OF ADVERSE EVENT OR THIRD-PARTY INTERVENTION REQUIRED DUE TO THE REPORTED PRODUCT ISSUE. NO CONTACT INFORMATION WAS PROVIDED TO ADC; THEREFORE, ADC IS UNABLE TO ATTEMPT ANY FOLLOW UP ACTIVITIES RELATED TO THIS EVENT. BASED ON THE INFORMATION PROVIDED, THERE WAS NO REPORT OF SERIOUS INJURY ASSOCIATED WITH THIS EVENT.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse.All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a Risk Evaluation is completed and compared to the Risk Management report, to ensure the risk profile has not changed. Additionally, as a part of Abbott¿s Post-Market Surveillance Process, all Risk Evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product Risk Management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio.An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.DHRs (Device History Review) for the Libre Sensor and Sensor Kit was reviewed and the DHRs showed the Libre Sensor and Sensor Kit met specifications prior to release to distribution.The reported product is not expected to be returned as the customer declined to return the device. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per ADC's established processes and procedures and a report will be submitted upon completion of investigation.This also serves as a correction report. Section H11 ( Additional Mfr Narrative) was incorrectly documented in Previous report. The correction has been made in this report.All pertinent information available to Abbott Diabetes Care has been submitted.